Event description:
It was reported that the patient's blood glucose level reached approximately 290 mg/dl while the pod was worn between 5 and 24 hours on the back. Details regarding treatment were not reported.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn off. On opening the pod, it was found that the exposed portion of the soft cannula was completely cut off, leaving the needle head exposed. The length of the soft cannula was measured to be out of specifications at 16.52mm. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.